Manufacturer narrative:
A field service engineer inspected the architect c4000 analyzer, sn (B)(6) , and determined the c4/c8 reagent probe (rohs) and peristaltic head tubing (rohs) were the likely causes for the customer issue and required replacement. Review of the architect serial (B)(6) service history noted additional discrepant magnesium results were generated after the date of this event, however, since the replacement of the reagent probe and the peristaltic head tubing, no additional discrepant results were found. Tracking and trending was reviewed and did not identify any trends. The architect c4000 erratic results rate was noted to be within acceptable limits. Manufacturing documentation was reviewed and no issues were noted. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the archiect c4000 processing module for 1 sample. The following data was provided (normal range: 1.6 to 2.6 mg/dl): 16dec2019 initial result = 8.7 mg/dl, repeat on another analyzer = 1.57 mg/dl no impact to patient management was reported.